Manufacturer narrative:
Concomitant medical products: evolutpro-29-us, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. It was also reported that the patient experienced complete heart block. The lead was removed. No further patient complications have been reported as a result of this event.